Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The lens was replaced with a monofocal lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating fifteen days after the surgery the intraocular lens was off-center and twenty days after first surgery, the iol is relocated well centered. Finally the lens was exchanged for a monofocal lens.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens was removed and replaced on a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).